Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) was investigated. Upon investigation the electrode belt failed incoming functional testing, specifically a therapy electrode recognition test. The cause for the test failure was isolated to the electrode belt distribution node. The pulse wire heat shrink separated in the distribution node, causing the pulse wires to short together. The root cause for the separated heat shrink could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.